Event description:
The customer reported during a cysto-case, system image was blurred. Tech reported that case was completed with out any further x-rays. No pt injuries occurred.

Manufacturer narrative:
The service rep verified problem and determined that image intensifier power supply is defective. Replaced power supply and verified that images quality is with in mfrs spec. All checks ok, system operates as MFR intended.